Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced headaches, numbness and incontinence issues following the device removal. Nevro attempted to obtain additional information regarding the nature of these issues and the removal of the device, but none was available. The patient remains under medical supervision.